Event description:
It was reported that the customer had put in a new battery a couple of days ago and when she went to bolus, the screen was black. Customer pressed on the buttons and it said failed battery test. Customer went through 3 batteries before the pump finally turned on. Customer has never had this happen. Customer will be shipped a replacement battery cap as a courtesy. Customer was advised to monitor the issue. Customer was unable to complete troubleshooting because she is driving. Customer did not notice any damage on the battery cap or the battery compartment. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.